Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level and she was alleging that the insulin pump was under delivering.. The customer's blood glucose level was 300-400 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer was treated with insulin injections for high blood glucose. Her other blood glucose values were 100 mg/dl and 150 mg/dl. The insulin pump will not be returned for analysis.